Event description:
Received voluntary medwatch, mw516548, reporting: during an atrial fibrillation case, a pericardial effusion was noticed in the patient. After pulling back from the left atrium into the right atrium, a pericardial effusion was discovered and visualized on intracardiac echocardiography (ice), with the soundstar® catheter. The pericardial effusion was confirmed via ice as well. The medical intervention provided to the patient was a pericardiocentesis, and about 1l of fluid was removed. The patient was in stable condition. There were no bwi ablation or mapping catheters in use for the procedures, besides the soundstar® catheter. The caller noted that a pulse select generator was in use. Additional information received stating it was believed the pericardial effusion was caused using flexcath cross during transseptal or while ablating the posterior wall.

Manufacturer narrative:
Device was not returned and lot number is unknown, and therefore, no further investigation can be performed. Per follow-up with representative, "I do not believe it was caused by the transeptal system." Root cause cannot be established. Pericardial effusion is a potential clinical risk associated with the use of the flexcath cross device, which is the same as the risk of a procedure performed with similar, competitive devices.